Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible lower and higher than expected vitros phenytoin (phyt) quality control results were obtained from a single vitros tdm pv iii fluid using vitros phyt slide lot 2622-0182-3142 on a vitros xt7600 integrated system. Vitros tdm pv iii lot m9189 phyt results of 19.30, 18.78, 30.74, 32.91, 18.71, 20.17, 16.97, 35.66, 34.71, 31.30, 31.94, 31.18, 32.18, 31.69, 32.98, 35.15, 33.34, 33.31, 32.11, 35.58, 34.23, 32.28 and 34.74 ug/ml vs. The expected result of 25.65 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. While there was no report of affected patient samples, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible lower and higher than expected vitros phenytoin (phyt) quality control results were obtained from a single vitros tdm pv iii fluid using vitros phyt slide lot 2622-0182-3142 on a vitros xt7600 integrated system. The assignable cause of the event was most likely related to a performance issue with the vitros xt7600 system. A vitros phyt within-run precision test was unacceptable. An ortho field engineer went on site and replaced the immunowash fluid (iwf) tubing and then performed iwf theta and z adjustments. Acceptable performance was obtained after the service actions were performed on (B)(6) 2022. A performance issue with vitros phyt slide lot 2622-0182-3142 cannot be completely ruled out as historical quality control results showed within-lab imprecision was observed within the timeframe of the event. The customer has put an alternate vitros phyt slide lot into use since the service actions performed on (B)(6) 2022, slide lot 2623-0183-6193, which is currently performing as intended on the vitros xt7600 integrated system. Continual tracking and trending did not indicate a performance issue with vitros phyt slide lot 2622-0182-3142.